Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a follow up. It was noted that the pacemaker was found in back up operation. Programming changes were performed. No patient consequences reported.